Event description:
A pasv port was being placed for therapeutic purpose on 2004. During the procedure, the catheter dislodged. Very little event information was received with numerous attempts. Based on discussion with manufacturing plant, the product has a preattached catheter which broke off at the hub.